Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during an percutaneous endoscopic gastrostomy (peg) procedure on a male pt. According to the complainant, during the procedure the catheter stretched at the transition point and almost came apart. It was necessary to make a larger incision at the stoma to pull the tube through. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.